Event description:
A customer reported they were not seeing the needle tip during liver/renal interventional procedures with the c5-1 transducer and on the epiq elite ultrasound. The procedure was not continued and was rescheduled. A philips field service engineer replaced the system hard drives and updated the system software to resolve this issue. There was no patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the system was performing as designed. The system is safe and effective for its intended use. The immediate issue was resolved by replacing hard drives and upgrading the software.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Previously reported: a thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the system was performing as designed. The system is safe and effective for its intended use. The immediate issue was resolved by replacing hard drives and upgrading the software. Correction: a thorough investigation was performed by engineering to identify the root cause of the reported issue. The engineering team determined the system was performing as designed. Suggestions were provided on how to improve the image quality and forwarded to the customer. The system is safe and effective for its intended use. No further issues have been reported.